Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, needle not retracting or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The needle seemed to be sticking out as well. As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The soft cannula was not found to be bent, kinked, or damaged. The investigation found no evidence that would indicate a bent/kinked cannula. The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Though the formed needle was fully retracted, it could not be determined when the formed needle fully retracted. The exact cause of the reported needle did not retract could not be determined. The download data shows an 0x6a occlusion alarm was generated during pod operation. No occlusion was found in the fluid path and fluid was able to flow through the entire fluid path. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. No damages or defects were observed that would contribute to an 0x6a alarm.